Manufacturer narrative:
Estimated date of event. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein relative to a left atrial appendage closure procedure. Reportedly, after deployment of the proglide device, when trying to retract the device, the device would not move. After force was used, the device completely separated at the proximal to distal guide. Contralateral access was gained to snare the separated distal guide of the device which was successful. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: correction of date of event.

Event description:
Subsequent to the previously filed medwatch report, a user facility medwatch report was received. User facility medwatch report#: mw5108014: perclose device failed. Silicone sheath part of device broke off into patients femoral vein. There was no deviation in the use of this product. It is used frequently in the cath lab. This was an unexpected failure of the device. Dr. (B)(6) was able to assist to retrieve the foreign body while the patient was still in our procedure room. An additional surgical procedure was not required. There was no lasting harm to the patient. Device and broken pieces were collected and rep was notified. Items will be sent to abbott for investigation. FDA safety report ID#: (B)(4).